Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator won't power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Corrected. The field service engineer (fse) replaced the flow sensor to address the reported unit won't go on standby mode.

Event description:
The customer reported that the unit won't go on standby mode. The customer reported there was no patient involvement.